Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that a few minutes after the measurements, the screen of the system started to flicker for 4 patients. After the intraocular lens (iol) implant surgery these patients had 1 to 3 diopters of residual myopia. He also reported that the event will be permanent for this patient since no additional surgery will be performed. For this patient both eyes were affected. The residual myopia was of -4.0 d for the right eye (od). In surgeon's opinion the device contributed to the event because the calculated lens strength was used as provided by the system. The surgeon also reported that the event was noted by the first time one day after surgery. Additional information has been requested but not received to date. This is one of five medical device reports being filled for this event. This report is for the right eye (od) of the second patient.